Event description:
A report was received that the patient was unable to link remote control (rc) with ipg. The patient underwent a revision procedure wherein the ipg was relocated. The revision did not resolve the patient¿s issue.

Manufacturer narrative:
.

Event description:
A report was received that the patient was unable to link the remote control (rc) with the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well.

Manufacturer narrative:
.